Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged into the right atrium resulting in oversensing of atrial activity. Several rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks was delivered. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the patient suffered from twiddlers syndrome and had dislodged the rv lead. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead body was twisted from the mid section toward the terminal pin. This type of damage is consistent with twiddler's syndrome. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged into the right atrium resulting in oversensing of atrial activity. Several rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks was delivered. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that the patient suffered from twiddlers syndrome. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged into the right atrium resulting in oversensing of atrial activity. Several rounds of inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks was delivered. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.